Event description:
Per tbm the chair is pulling to the left and the farther he goes the harder it pulls. The dealer is going to swap the leads to see if it changes sides. Tbm said the dealer will call back once he troubleshoots the chair.